Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21598. It was reported the patient experienced pain at the left anchor site. Surgical intervention took place wherein the anchor was repositioned to address the issue. It is unknown which anchor was causing the pain, as such both anchors are being reported.

Manufacturer narrative:
Correction: - should have stated the anchor was repositioned on (B)(6) 2020. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the pain as resolved.